Event description:
It was reported to boston scientific corporation that an uphold lite with capio slim was used during a mesh-augmented hysteropexy procedure on (B)(6) 2015. According to the complainant, during the procedure and inside the patient, when the mesh arm was placed through the sacrospinous ligament, the needle detached but was found in the capio device. Another uphold lite with capio slim was used to finish the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The exact age of the patient is unknown, however, it was reported the patient was over 18 years. Problem of lead suture broke. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.